Manufacturer narrative:
(B)(4), date sent 2/3/2025, d4 batch #942c29. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr55 reload was received with no apparent damage and the reload had the proximal 8 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. In addition, the reload deck was noted damaged and some protruding staples were noted in this area. In addition, an opened package was received along with the device. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. The damage to the cartridge is consistent with the device being clamped over a hard object. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 942c29, and no non-conformances were identified. The lot# 975c24 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a proctocolectomy procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.